Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while in use on a pt. The pt was not harmed or injured as a result of the event. The nellcor puritan bennett customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the motherboard pcb, exhalation harness emi ii, inspiratory blindmate cable and exhalation I/o cable assy. The unit passed extended self testing.

Manufacturer narrative:
Customer service engineer also replaced exhalation harness emi ii, inspiratory blindmate cable and exhalation I/o cable assy.